Event description:
Spine surgery. Portion of instrument broke during procedure. Unable to retrieve without doing anterior approach. Pt and family were made aware of issue. X-ray confirmed placement of instrument piece. Will not retrieve unless problems occur later.